Event description:
It was reported that pump displayed continuous glucose monitoring error message. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, and performed reset with guidance, after which pump no longer displayed error message and no further action was required.